Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expected longevity. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this device was explanted on (B)(6) 2009 due to an allegation of premature battery depletion. A request has been made to the field for device return. Subsequently, boston scientific received information that this device was received at boston scientific's return products in (B)(6) 2011.